Event description:
Meter runing very high. Analysis run on clark error grid using mean average reading - (228) as reference point vs bd readings (347, 74, 239, 223) yielded some data points in the c range the grid, outside acceptable limits.